Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced palpitations. Upon interrogation, the pulse generator exhibited programming anomaly. All lead electrical measurements were in range. The device was reprogrammed. The patient no longer experienced any symptoms.